Event description:
During a percutaneous endoscopic gastrostomy placement, the physician used a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set- push. The physician experienced difficulty pushing the tube over the wire guide through the abdominal wall. The physician also indicated the dilating tip of the tube is too large to pass through the tract in the pt's abdomen created by the needle cannula. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
This type of occurrence was determined to be a reportable event on (B)(6) 2010. However, cook endoscopy was made aware of the precedent event on (B)(6) 2009 (see medwatch report 1037905-2010-00306). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Information regarding the size of the incision made in the abdominal wall was requested but not provided. Difficulty pushing the dilating tip of the feeding tube through the abdominal wall can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use instruct the user to make a 1 cm incision through the skin and subcutaneous tissue to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the feeding tube is being advanced into position over the wire guide. The reporter indicated the feeding tube dilating tip is too large to pass through the tract created by the needle cannula. The instructions for use instruct the user to insert the needle and cannula unit through a previously made incision in the abdominal wall into the stomach. The needle cannula is not intended to be inserted through the abdominal wall prior to creating an incision. Following these instructions will ease passage of the dilating tip through the abdominal wall during tube placement. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.